Event description:
Approximately 1 hour into 90 minute irinotecan infusion, puddle observed at base of IV pole and on the floor around IV pole. Leak observed to be coming from blue clave where chemotherapy (chemo) tubing was securely attached. Infusion stopped. Chemo spill kit opened to wipe up initial spill, and area mopped x 3 per hospital policy. Approxmiately 120cc left in chemotherapy drug (cpt-11) bag. Bag brought to pharmacy and re-spiked. Old secondary and primary tubing securely bagged and taken to materials management for evaluation. Remainder of cpt-11 infused without incident.====================== health professional's impression======================unknown